Event description:
It was reported by the patient that a malfunction had occurred while using their omnipod 5 controller app. The patient mentioned he had experienced this issue when the insulet agent was informing the customer about the field safety notice (fsn). No injuries or medical intervention was required due to the malfunction.

Manufacturer narrative:
The reported event occurred due to a software defect that is subject to a field safety correction. Reference FDA:res number 93511.